Event description:
It was reported that t:slim x2 pump battery would not charge when customer used pump with third-party wall adapter, even though wall outlet was working and pump did not show power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging with original charging supplies, and no further assistance was required from technical support.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone se 3rd gen / 2.9.1 / ios 26.1.